Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The pump was did not finish booting and on the red screen, shut off. A defective microprocessor unit board was found to be the cause and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump does not finish the boot up process and is stuck on a red screen. There were no reported adverse events.